Manufacturer narrative:
(B)(4). Report source: literature xie, ke, & lyons, t. Steven (2017) soft tissue release in total knee arthroplasty for valgus deformities. The journal of arthroplasty xxx (2017) 1-5. Https://www.ncbi.nlm.nih.gov/pubmed/28236551. Reported event was unable to be confirmed as part number and lot numbers of the device involved is unknown. The device history report was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following knee arthroplasties, thirty-one knees required four or more soft tissue balance release procedures. Attempts have been made and additional information on the reported event is unavailable.